Manufacturer narrative:
H9: concomitant device was also subject to an action reported to FDA under z-2745-2015. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and no other similar for the cup. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The cobalt 67.1 and chromium 54.2 mcg/l are consistent with the reported cobalt toxicity. However, the clinical root cause for the elevated cobalt and chromium cannot be confirmed. The patient¿s extensive medical and surgical history cannot be ruled out as a likely contributing factor to the noted global muscle weakness. Bhr implants were implanted bilaterally (2006, 2007) and revised (B)(6) 2017 as indicated in a clinic note. However, a definitive course of events cannot be confirmed as the patient had multiple revisions noted and operative reports were not provided. The patient impact is determined to be elevated metal ions and bilateral bhr revisions a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H7: recall femoral head h9: if action reported to FDA under 21 usc. 360i(f), list correction/removal reporting number: femoral head reference: z-2745-2015. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and no other similar for the cup. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The cobalt 67.1 and chromium 54.2 mcg/l are consistent with the reported cobalt toxicity. However, the clinical root cause for the elevated cobalt and chromium cannot be confirmed. The patient¿s extensive medical and surgical history cannot be ruled out as a likely contributing factor to the noted global muscle weakness. Bhr implants were implanted bilaterally (2006, 2007) and revised 12/19/2017 as indicated in a clinic note. However, a definitive course of events cannot be confirmed as the patient had multiple revisions noted and operative reports were not provided. The patient impact is determined to be elevated metal ions and bilateral bhr revisions a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that a patient who received a left birmingham hip resurfacing (bhr) implant on (B)(6) 2006, due to osteonecrosis, later presented with elevated metal ion levels. These findings suggested a potential adverse local tissue reaction. A revision surgery was performed on (B)(6) 2017, to address the condition. No further information available at the moment.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.